Event description:
Malfunction of the power wheelchair "skippi". The wheelchair turned 180 ° and fall down from a height of 2,5 meter.

Manufacturer narrative:
The investigation of the affected power wheelchair "skippi" has shown that this version is not distributed in the USA. In the course of the investigation, after contact with the parents, it was found that the child was suffering from epilepsy and suffered an epileptic shock before the incident. The incident could have been prevented by activation of the integrated wireless stop by the mother (lack of supervision obligation).